Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently insulin was not observed exiting the infusion set tubing during the fill process. Pump supplies were changed to resolve the issue. Blood glucose (bg) was in the 400 mg/dl range. A correction bolus was delivered to address bg. Tandem technical support (cts) reviewed pump data and no device issues were identified. It was observed that cartridges were used longer than labeling. Pump system check was performed with cts and no device issues were identified. Contact adjusted pump settings and elevated bg was resolved.